Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approx 5.5 mm from balloon proximal tip. The review of the lhr (lot f1318901) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR 3004939290-2014-00354 for the first device.

Event description:
It was reported by the aci vascular closure specialist that a female pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 7f sheath. There were multiple sheath exchanges starting with a micro puncture sheath that was exchanged for a 6f sheath. The 6f sheath was exchanged for a 7f destination sheath which was exchanged for an 11cm 7f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6 mm. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back. A second device was used and pulled back approx 2cm but lost pressure as soon as the physician inflated the balloon (before the balloon abutted the distal tip of the procedural sheath). A third device was deployed past the calcium successfully and sealed the vessel per the IFU. The pt was ambulated and discharged to home the same day with no clinical sequela noted.